Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During surgery support and application support manager (asm) observed surgeon perform 1 ring channel treatment on the intralase on (B)(6) 2019. Surgeon was unable to insert intacs in ring channel on a 24 yo male patient's left eye (os). Surgeon aborted intacs procedure and placed a bandage contact lens (bcl). Surgeon decided to cancel repeat attempt at intacs as it would be too risky to try to manually open the channel to place the ring segment and it would be dangerous to try and re-cut the channel with another laser. The safest option for this patient is to just get cross-linking in approximately in 3 months and then a contact lens.